Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bowel resection procedure, the device did not work during the initial procedure. Unknown what was used to complete the procedure. On (B)(6) 2015, the patient was brought back to the hospital with sepsis and a fistula. It is unknown what treatment the patient received for the sepsis or fistula. The patient passed away (B)(6) 2015.

Manufacturer narrative:
(B)(4). No additional information has been made available related to this event.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: how did the device fail to function as expected during the procedure? How was this event addressed during the procedure? Which stapler (product code) failed to function as expected? What other devices were used in this procedure that may have interacted with the device in question? What tissue was the device being fired upon? What symptoms did the patient present when returning to the hospital? Please describe the fistula? What organs was part of the fistula?